Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized with presyncope. It was found that there was no capture on the ventricular lead due to the device was programmed same as the patient's threshold. No r wave sensed after the threshold was reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.